Manufacturer narrative:
Concomitant medical products: dtbc2d4 device, implanted: (B)(6) 2016; 6947m62, lead, implanted: (B)(6) 2015. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) reached recommended replacement time (rrt) with early battery depletion and it was noted the left ventricular (lv) lead had a high threshold value. The crt-d was explanted and replaced and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.